Event description:
It was reported that the patients ipg has reach its end of life. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned as it was discarded at the facility.